Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0255548. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. Product was returned however it could not be investigated as it is expired. The root cause could not be identified. However, there is a trend against false positive results. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. Eua# (B)(4).